Event description:
The doctor claims that (B)(4) gave a pt a false passage.

Manufacturer narrative:
Review of batch documentation reveals no defects or deviations. The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed.